Event description:
During a mitraclip procedure, a pericardial effusion occurred and the patient expired. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) at a grade 4, and prolapse of a2 and p2. There was difficulty with the transseptal puncture and several attempts to contact the foramen ovale were made. The patient's blood pressure dropped and a pericardial effusion was noted in the right ventricle. Inotropy was implemented to treat the patient's blood pressure having dropped. A pericardiocentesis was performed to stabilize the patient. The patient was transferred to ccu and expired one day post procedure on (B)(6) 2022

Event description:
Additional information indicated the cause of death was due to patient condition; acute heart failure combined with co-morbidities.

Manufacturer narrative:
The results of the product investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. The cause of death was due to patient condition; acute heart failure combined with co-morbidities.